Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(6).

Event description:
A customer reported the aspiration was not as strong as usual during a procedure. The procedure was able to be completed with the same equipment. There was no harm to the patient.